Event description:
The customer contacted heartsine to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, heartsine observed that the device would not power on.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to corrosion on the device's on/off button, likely due to the device being stored outside of the indicated conditions. The device was scrapped by heartsine and the customer received a replacement device.